Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopy the vapr coolpulse90 electrode immediately at start suction did not work, it is not usable. The procedure was completed by using a replacement device with a 5-10 minutes delay. No patient consequences had been reported. Additional information reported could not be provided regarding the lot number or event date. The affiliate did report no patient harm was reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number and expiration date were inadvertently missed on the previous report. Therefore, both fields have been updated accordingly to reflect the correct information. UDI: (B)(4). Investigation summary according to the information provided, it was reported by the sales rep via phone that during a shoulder arthroscopy the vapr coolpulse90 electrode immediately at start suction did not work, it is not usable. The complaint device was received. Supplier evaluation result for vapr coolpulse90 electrode: the device was not returned in the original packaging, the active tip looks in a used condition, with evidence of activation and debris on and around the active tip. The suction tube of the device appears clean with no evidence of any debris, no visible damage to the device shaft, handle, cable or plug. The electrical test was performed with the different parameters (active continuity, return continuity, primary capacitance, and hipot active-return) as a result all pass. During functional test, the activation test ablation and coagulation mode were fail. The device was functional testing using vaprvue generator (gml 4808/3), the test included different values as a setting and the activation in ablate and coagulation pass. Supplier summary: the device was electrically and functionally tested with no issues recorded. For device 1 we were unable to find any fault with the electrode as the device functioned as intended and meet the manufacturers specification including the flow test. No fault found. A manufacturing record evaluation was performed for the finished device u1812038 number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, multiples attempts for product return were made and no product was received, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device or additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.